Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. See scanned page.

Event description:
It was reported that a spectrum pump alarmed door not closed in the dialysis care area. It was also reported that there was no pt injury.